Event description:
MFR was notified on 04/24/2000, of a suspected microbial infection in the left eye, following intacs placement. The pt had a left eye intacs (0.30mm) implant in 2000. The pt developed corneal infiltrates. The left eye segments were removed in 2000. The culture results indicated the presence of staphylococcus epidermidis. According to the medical facility, the pt is doing well and is recovering from the infection.